Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG's non-functional has been confirmed. Upon investigation, there was corrosion found on the u306 in the distribution node (dn) pca. The contamination caused the essential performance failure. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the electrode belt malfunction.